Event description:
As I was taking my tampon out, and it unraveled as I was taking it out. It happened more than once throughout the day, so I decided to change brands but that could cause toxic shock syndrome so I don't want it to harm anyone else.